Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with scratched lcd window and case. (B)(4).

Event description:
The customer reported via phone call that the insulin pump fell and the screen cracked. Half of the screen was cracked. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.